Event description:
The coil introducer was connected to the hub. The physician pushed the coil 2 or 3 times; however, the coil was not going through. After that; he removed the coil.

Manufacturer narrative:
The sl-10 microcatheter and the v adaptor were not returned. Located 13.0 cm off the distal tip, the dpu/coil protrude outside the sheath for the entire length before entering the resheathing tool. The coil has been severely damaged. The proximal end of the coil exhibits severe buckling and compression damage. The coil's socket ring has been pushed back. The coil has unraveled out of the distal soldered end. Except as previously noted, the remainder of the coil is undamaged except for the first secondary loop off the ball tip. It is important to note that this loop has been bent and twisted away from the remaining adjacent secondary coiling. This type of damage is associated with distal interference. Located at the dpu/coil protrusion site, the skive has been opened for 1.0 cm. No mechanical sheath damage was found at this section. Located 14.5 cm off the proximal end. The sheath has been kinked resulting in an opened skive the coil was returned severely damaged. Two contributing factors were found that may have produced the complaint event. The primary contributing factor may have been due to distal interference in the hub to microcatheter junction or inside the microcatheter¿s tube. The coils damage pattern supports this as the primary factor. It cannot be determined if the source of this interference was of a fixed or detached nature. In addition; without the return of the sl-10 microcatheter and the y adaptor used in the procedure; it cannot be determined if these components contributed to the complaint event. The secondary contributing factor may have been the result of the primary contributing factor. However; it was found that the skive was opened due to sheath damage causing by kinking. If this damage allowed the device positioning unit (dpu) to protrude outside the sheath; then significant resistance would have occurred during the coils introduction into the microcatheter.the microcoil exhibits the type of damage that suggests that there may have been a misalignment between the distal tip of the green introducer sheath and the hub to microcatheter junction. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally; if the introducer tip and microcatheter hub are misaligned; damage may occur to the microcoil as it passes through this transition.¿ based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU may have also contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.